Event description:
It was initially reported by the physician that the pt is currently in her office and she got high lead impedance warning when she performed diagnostics. Last good diagnostics were obtained at the time of initial implant which was in (B)(6) 2010. It was informed to the physician to turn the device off but the physician did not want to turn it off as the pt was doing well on vns and she did not want the pt to lose efficacy. No pt manipulation or trauma was reported. X-rays were taken but have not been sent for MFR review.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a serious injury or death.